Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, when the tissue was clamped, three error tones were heard. After that, the display turned off and would not respond even when operating it. The jaws locked on tissue and was removed by restarting the handle. A new device was used to resolve the issue and complete the case. There was no patient injury.